Event description:
It was reported that the monitor was reading 98.6 f, arctic sun device was reading 95 f with same (rectal) probe. The user had checked with a separate rectal temperature and correlating with monitor temperature. Mss advised to switch out temperature cable and send this one to biomed to facilitate ordering a new one. The user was going to get one from another facility.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported issue could not be determined. A potential root cause for the report is due to a defective temperature cable. The user had checked with a separate rectal temperature and correlating go with monitor temperature. Mss advised to switch out temperature cable and send this one to biomed to facilitate ordering a new one. The user was going to have to get one from another facility. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device failed to meet specifications and if the device was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic sun temperature cable ifus are found to be adequate based on past reviews. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the monitor was reading 98.6 f, arctic sun device was reading 95 f with same (rectal) probe. The user had checked with a separate rectal temperature and correlating with monitor temperature. Mss advised to switch out temperature cable and send this one to biomed to facilitate ordering a new one. The user was going to get one from another facility.